Event description:
Edwards received information a patient with an edwards magna valve implanted for approximately six years in pulmonary position underwent valve-in-valve procedure due to high gradient. A 26mm s3 ultra transcatheter valve was implanted inside the surgical valve.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards received information a patient with an edwards magna valve implanted for approximately five (5) years, 10 months, in pulmonary position underwent valve-in-valve procedure due to high gradient. A 26mm s3 ultra transcatheter valve was implanted inside the surgical valve. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. A definitive root cause cannot be conclusively determined; however, patient factors and implant position likely caused or contributed.

Event description:
Edwards received information a patient with a 29mm 3000tfx aortic valve implanted for approximately five (5) years, 10 months, in pulmonary position underwent valve-in-valve procedure due to high gradient. A 26mm s3 ultra transcatheter valve was implanted inside the surgical valve.